Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure, the lead would not fit into the new pulse generator port. Silicon oil was used but was not successful. Great force was used and the physician stated the lead clearly did not fit into the port. The device was not used and replaced successfully.